Event description:
It is reported that in 2004, the pt has a total knee replacement. Post-op, the screw backed out. The device was revised in 2005.

Event description:
It is reported that in 2004, the patient had a total knee replacement.post-op, the screw backed out. The device was revised in 2005.

Manufacturer narrative:
Pre-op x-rays indicate screw may have backed out. Initial tightening torque applied to locking screw is critical to performance of parts & to prevent screw loosening. It is unk whether screw was tightened to desired torque level. Assembly technique for lcck surface & locking screw must be closely follwed for opitmal results. Surface must be fully seated before any attempt to tighten locking screw is made. A torque of 95 in-lbs. Must be applied using torque wrench & don't over or under torque. Cause cannot be definitively determined. Evaluation code bearing suface shows some evidence of pitting damage of condyles, which appears to be symmetrical in pattern. Underside & posterior dovetail section exhibits excessive compression/gouging damage. Support screw didn't accept proper go/no go gauges. Manufacturing records are intact, conforming and indicate manufacture to specification. Torque wrench was tested & found to be within specification.